Event description:
Pt reported that a few days ago, while changing his cartridge, he noticed that an insulin cartridge had broken inside the device. Although he could smell insulin, he did not attempt to clean out the cartridge chamber. No error messages were generated at the time. His blood glucose was not affected and no treatment was rec'd. Pt switched to insulin injections.